Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as patient error as the patient might had touched the tip of the transfer set. The peritonitis was manifested by abdomen pain and cloudy pd fluids. One day after the diagnosis of peritonitis, the patient was hospitalized for the peritonitis event. The same day, the patient began treatment with vancomycin and ceftazidim (routes, doses and frequencies were unknown) for bacterial peritonitis. Thirteen days after initiation, treatment with vancomycin and ceftazidim were discontinued. Dianeal therapies were ongoing. The patient was discharged seventeen days after admission. The patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. Additional information was unable to be obtained.